Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a tear in the patient¿s driveline could not be confirmed as there were no submitted images of the damage, and the device was not returned for evaluation. Additionally, elevations in pump power and flow were confirmed via the submitted log file; however, a specific cause for the change in pump parameters could not be conclusively determined. Evaluation of the submitted log file confirmed slight transient elevations in pump power and flow as high as 10.3 watts and 11.6 lpm, respectively. Of note, these elevations occurred during pi events; however, a specific cause for the elevation cannot be conclusively determined through this evaluation. No other notable events were captured. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the hm ii patient handbook are currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. Section 6, ¿patient care and management¿, also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also provides information regarding the recommended anticoagulation therapy, as well as suggested anticoagulation modifications. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during a routine clinic visit, a tear on the driveline was noted but no alarms were reported. It was recommended to wrap the driveline silicone jacket with rescue tape. The log file captured a lone elevated power on 27mar2023 at 10.3 watts. The elevated power appeared to be transient and was associated with a pulsatility index (pi) event.